Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required witness to login. A technical support specialist (tss) found that the application crashed due to low-memory conditions caused by the print spooler, which was consuming excessive resources because no default printer was set in carefusion application (cfnapp) and multiple invalid network printers had been automatically added, as mentioned in knowledge article "pyxis es stations printing to network printer unexpectantly due to windows 10 device discovery configuration". Following the crash, the biometric identifier (bioid) scanner failed to initialize, generating a lumiclose device ID error and causing authentication to enter failover mode, requiring password entry and witness verification. The station was confirmed to be running es 1.6.1 with lumi driver 5.30.50, and the issue had not reoccurred according to logs. Then the tss disabled universal serial bus (usb) power-saving features as per knowledge article "usb devices and network adapters unresponsive", network discovery and automatic device setup were turned off, unnecessary printers were removed, and the station was rebooted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine shut down unexpectedly. After the shutdown, the system required a witness for every user login. The unit was powered off and restarted, which restored normal login behavior. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.